Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. A complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
The vascade device was selected for closure and inserted into a 6fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis was achieved with the device. After hours of bedrest, patient got up to use bathroom and passed out in the bathroom. A CT was performed which located a retroperitoneal bleed. Surgery was performed to correct the retroperitoneal bleed. No further issue or complications noted.